Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 initial reporter due to character limitations (B)(6).

Event description:
The hospital reported that 7mm extended length endoscope eye piece was missing.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - medical device ¿ problem code from "2306" to "2907."

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4: from "(B)(4)."